Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The cable was plugged into a test monitor and a single use blade. The image alternated between green static and no image. When the screen was black, the cable was not recognized by the test monitor. The cable has already been replaced. Service complete.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, there was an intermittent image or only a distorted image when there was one. A delay in the procedure of approximately five (5) minutes occurred as a back-up smart cable was obtained. No harm to patient or user was reported.